Event description:
It was reported that boston scientific technical services (ts) was contacted regarding atrial tachy response (atr) episodes with intermittent t-wave oversensing and pacing inhibition in the right ventricle. The patient is pacing dependent. Ts confirmed t-wave oversensing and discussed programming changes. The device and leads remain in service. No adverse patient effects were reported.